Event description:
It was reported that the implant was removed due to peri-implantitis at the site. Patient will return in a few months for a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) number is k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). This report is sent to update description per ongoing investigation.

Event description:
Upon ongoing investigation a fracture at the implant has been identified.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4: UDI not available. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. Visual evaluation of the as returned product identified that the implant had signs of use, damage. The implant was fractured at the collar region. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.a pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 35 (fdi) and was used for approximately 13 years, 6 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU 4869 rev 9 ¿ 10/19. Information identified: 'contraindications' 'warnings' 'precautions' 'breakage' 'hygiene & maintenance' DHR review: DHR review was completed for the subject lot number 61080666. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization review: sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number 61080666 for similar events and no other complaint was identified. Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant. Additionally, peri-implantitis is a patient condition and is non-verifiable with the all the available information provided.

Event description:
No further event information is available at the time of this report.